Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. The alarmed occurred during normal use. Customer was aware to store the battery in a room temperature. Customer was recommended to use aa alkaline battery. The battery cap is not damaged. Troubleshoot was performed. Customer inserted new and fully charged battery. The issue was not resolved. Customer was advised to stop using the insulin pump. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and self test. No failed battery test alarm noted during testing or in the device trace download. However, device trace download analysis confirmed the device alarmed power error and replace battery alert. The power management tool confirmed power error and battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring.